Manufacturer narrative:
One used cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition, but there was indication of fluid ingression. The event history log was unavailable. The pump displayed "external power source faulty" after power up when a battery was inserted. The pump had no damaged components other than fluid ingression. A root cause for the alarm message could not be determined.

Event description:
It was reported that a cadd-prizm® vip pump was alarming "external power source faulty". No injury was reported.